Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the notification light stop flashing immediately. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
The pump passed the displacement test and active current test. The pump failed the sleep current test. Test p-cap and reservoir locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2022 13:00:00.000 due to moisture damage to pcba 1 and pcba 2. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, battery tube and force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, battery tube threads - cracked, partially detached retainer, retainer knit line damage, and label damage. High sleep current measurement and pump error 25 were confirmed due to moisture damage on pcba 1 and pcba 2. Retainer ring damage was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.